Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not know why the pump was preventing the delivery of a correction bolus. The customer's blood glucose level was 353 mg/dl. During troubleshooting with tandem customer technical support (cts), a pump message stated that the insulin on board was too high to delivery another bolus. Cts explained that the pump recognized that there was already active insulin in the body.